Manufacturer narrative:
An event of difficulty closing the aorta was reported. Information from the field indicated that there was difficulty closing the aorta due to the bulky stent posts, even after using the double-ended sizers. The decision was made to enlarge the aortic root and use non-abbott patches. The valve was able to be successfully implanted in the aortic valve with excellent results. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the aortic root was enlarged using a patch. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic max valve was selected for implant. The valve was sized using an epic max sizer set. It was noted during procedure, that there was difficulty closing the aorta due to the bulky stent posts, even after using the double-ended sizers. The decision was made to enlarge the aortic root and use non-abbott patches. The valve was able to be successfully implanted in the aortic valve with excellent results. There was no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the 21mm epic max valve or procedure. The patient was in stable condition at the time of report.